Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. A device history record could not be completed as no lot number was received. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported 1000 bd syringe s2 5ml 22ga 1-1/4in bd china had foreign matter. The following information was provided by the initial reporter: "after the nurse opened the package, she found that there were foreign matter in the syringe."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. A device history record could not be completed as no lot number was received. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported 1000 bd syringe s2 5ml 22ga 1-1/4in bd china had foreign matter. The following information was provided by the initial reporter: "after the nurse opened the package, she found that there were foreign matter in the syringe."